Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they noticed about 5 months ago that the implanted neurostimulator battery wasn't lasting as long as it was before. Patient said they would charge the implant and then the following day the charge would be very low even though they didn't use the implant that much during that period of time. Agent asked, patient said they hadn't changed any settings. Agent reviewed battery depletion depended on settings/usage and the patient was redirected to their healthcare provider to further address the issue.